Event description:
It was reported that there was a malfunction of the spring while using the camera head adapter. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus. The reproducibility of the phenomenon is unknown after inspection of the products. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review cannot be conducted because lot/serial number information is not available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being submitted to inform additional finding from the final investigation. Please see the updates in section h6. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found breakage and deformation of the spring. In addition, external corrosion (coupler and lock unit) was found. A definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental is being submitted to inform additional finding from the final investigation.